Manufacturer narrative:
Section b3, date of event: the exact date is unknown. The event occurred about a week prior to them calling jnj which means the event occurred around may 30, 2025. Section d6a, if implanted, give date: unknown, not provided. Section d6b, if explanted, give date: there is no indication the iol was explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, the telephone number provided by the patient is not working. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received a report from a patient stating the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted in his right eye. The patient is experiencing blurry vision and claims the iol might be scratched. The iol remains implanted. Reportedly, the event occurred about a week prior to them calling jnj which means the event occurred around may 30, 2025. Johnson and johnson performed follow-up but the telephone number provided by the patient was not working. No further information was provided.